Manufacturer narrative:
Evaluation summary: customer report of stenosis, restricted leaflet mobility and fused tissue was confirmed. The x-ray demonstrated that the wireform was intact. There was moderate calcification on leaflet 1 and minimal calcification on leaflets 2 and 3. Heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 11mm on leaflet 1 at the outflow aspect. Host tissue on the stent circumference was heavy at the outflow and minimal at the inflow aspect. Host tissue fused leaflets 1 and 3 by 9mm near commissure 1, leaflets 1 and 2 by 5mm near commissure 2, and leaflets 2 and 3 by 3mm near commissure 3 at the outflow aspect. A small gap was observed at the central coaptation region. Heavy host tissue and calcification restricted leaflet mobility and led to stenosis. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration. As noted on evaluation, this valve exhibited signs of calcific degeneration. Many factors contribute to the onset and propagation of calcification. These can include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although patient factors are believed to play a crucial role in the development in bioprosthetic tissue calcification, the underline mechanism is still not fully understood. Host tissue is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. The root cause for the calcification and pannus cannot be conclusively determined at this time. However, it is possible that patient related factors and progression of the underlying disease contributed to the event. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No corrective action is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.

Event description:
Edwards received information that a 27 mm pericardial mitral valve, implanted approximately six (6) years, three (3) months, and thirteen (13) days was explanted due to mitral stenosis secondary to restricted leaflet mobility and fused tissue. The 27 mm pericardial mitral valve device was originally implanted for mitral valve replacement and the patient's anterior cusp was spared at implant. The device was replaced with another 25 mm pericardial mitral valve with no adverse patient effects reported as a result of the valve replacement. The doctor commented that it could be possible that spared native anterior cusp fused to the leaflet of this valve. The valve was returned to edwards for evaluation.